Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint tube set received from the facility is an unused tubeset manufactured by the old supplier. It is unknown if the correct complaint tube set is available for evaluation. Follow up with the customer did not provide any information that indicates the correct tube set is still available for evaluation. A root cause cannot be discerned for the user to have experienced the reported failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The overall complaint rate for this failure mode was reviewed against the risk analysis and found to be within the expected levels. Therefore at this point, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported during a hip procedure the hospital staff noticed edema building up in the patient's thigh and the fluid wasn't going to the outflow section. No alarm or error message showed on the pump. The pump was powered down and the tubing was changed with one from a different lot number. This tubing was found to be leaking and was swapped out again with one from a different lot number. The patient complained of pain down to his knee, and was kept a few additional hours in recovery before going home. No further patient consequences were reported.

Event description:
The sales rep reported during a hip procedure the hospital staff noticed edema building up in the patient's thigh and the fluid wasn't going to the outflow section. No alarm or error message showed on the pump. The pump was powered down and the tubing was changed with one from a different lot number. This tubing was found to be leaking and was swapped out again with one from a different lot number. The patient complained of pain down to his knee, and was kept a few additional hours in recovery before going home. No further patient consequences were reported.